Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer had high blood glucose and insulin pump buttons are not responding. The customer's blood glucose was over 400mg/dl. The customer had to press button multiple times. The customer was advised to discontinue use of the insulin pump and revert to back up plan. Customer's current blood glucose was 470mg/dl. Customer's symptoms were nausea and thirsty. Customer declined high blood glucose troubleshooting; pump will be replaced due to keypad anomaly. The customer treated with manual injection and bolus. The customer changed infusion set and high blood glucose persisted.